Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a deltec® gripper plus® safety needle did not engage into the safety mechanism during removal from the patient, which caused a needlestick to the nurse. The nurse underwent a blood exposure protocol due to the needlestick. No patient injury was reported.